Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg due to being implanted too deep. It was also noted that there was fluid in the area. The patient underwent an ipg revision procedure wherein the ipg was placed on the left hand side in a superficial pocket. The patient was doing well postoperatively. Nothing was explanted.